Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as itchy, open blisters under the back therapy pads. There was no alleged device malfunction contributing to the irritation. The patient's pharmacy provided a salve for the irritation. The irritation improved as the patient's dermatologist prescribed a cortisone salve.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as itchy, open blisters under the back therapy pads. There was no alleged device malfunction contributing to the irritation. The patient's pharmacy provided a salve for the irritation. The irritation improved as the patient's dermatologist prescribed a cortisone salve. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.